Event description:
The customer alleged that the avalon fm50 fetal monitor was turned on and a "loudspeaker error" message was displayed. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
The customer alleged that the avalon fm50 fetal monitor was turned on and a loudspeaker error message was displayed. It is unknown if the device was being used on a patient at the time of the reported event. No adverse or patient event was reported.